Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years post implant of this pulmonary bioprosthetic valved conduit in a pediatric patient, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the patient presented with fatigue and chest pain with exertion. The device was replaced due to pulmonary regurgitation and moderate stenosis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the event occurred 10 years post implant; therefore, it is unlikely that the event was due to device manufacturing. The device was not returned for analysis therefore contributable causes cannot be determined. The reported stenosis and severe regurgitation (reasons for explant) may be attributed to patient outgrowth. Due to the fact that a great proportion of congenital heart valve abnormalities present as emergent cases in neonates, infants and young children, the patient¿s physical growth is an unavoidable event; and eventually a reoperation and replacement of the device may be required. If information is provided in the future, a supplemental report will be issued.